Event description:
It was reported that the device was explanted after an implant duration of approximately 49.7 months, due to endocarditis. The source of the infection was noted as mrsa.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information from the surgeon and the operative report was received. Per the surgeon's reponse, the device is unavailable for return. A device history record review is currently in process.